Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a femoral access for lower extremity angio and intervention. A 6fr sheath access and a 6fr angio-seal closure device was used. There was nothing noted out of the ordinary. Description of event: followed normal steps of deployment. Issue presented after second click and device was pulled back to deploy the angio-seal. Normal resistance was felt when the anchor landed against the vessel wall. There was greater resistance (more than normal) was felt at the point when collagen is deployed. The suture was stuck. Unable to deploy device completely. Examination of the device showed a knot in the suture. Manual pressure was applied for hemostasis. The blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was completed as desired except for the failed closure device. Additional information was received on 16july2020: a 6 fr x 55 cm sheath (cook medical) was in place before introducing the angio-seal delivery sheath. A stiff glidewire was used to perform the sheath exchange. The patient bled at home and had to be admitted for a blood transfusion. The patient was discharged after a week in good condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the manufacturing date, UDI in the d7 section, the expiration date in h4 section and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.